Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by the hospital and will be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in june 2022.